Event description:
Several seizures occurred as a result of no readings and bad readings from my dexcom g7 cgm. Someone is going to end up in a coma or dead if they continue to do nothing about it. Have been complaining to dexcom for over a year and have been ignored.